Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2023: product type lead product ID 977a275 serial# (B)(6) implanted: (B)(6) 2023 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the pt. It was reported that it was not working. They saw their rep, and was reprogrammed, but it was still not working. Ever since the ins was first put in it was not effective. The pt got shocks down both their left and right arm now. When they go to bed they turn it down because they get electric shocks down their arms. The pt was on group a at 3.4, 3.7, 3.7, and 3.7. Pt said they took off a program and put a new one in but it was not working. At this point they wish they never got the ins, the trial worked but the ins was not working for the pt. Caller inquired about MRI compatibility but stated patient reported the leads are not in the right location. Caller didn't have any further details on what this meant just that patient stated the leads were "not put in the right area". Tss reviewed that leads must be in epidural space to provide potential full body eligibility. Tss suggested patient access MRI mode and if further assistance is needed to contact patient's managing physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was that the ins was turned on yesterday. Pt noted that a rep programmed their ins. Pt said that everything was fine until they got home and were sitting in a chair; pt said that they started getting electric shocks down their right hand. Pt said that the electric shocks would stop when they were lying flat on their back or sitting upright. Patient noted that they had to turn the stimulation down last night so that they could get some sleep. Pt noted that they were using group c with the four programs set to 1.7/2.5/2.5/2.5; pt said that they turned the stimulation down to 1.1 last night. Pt said that they didn't think that adaptivestim was programmed in on the device. Pt said that they did not have the rep's contact information. Patient service specialist advised the patient that a message would be sent out to the local representatives requesting contact, however patient service specialist did not promise a time frame on a response.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID 977a275 serial# (B)(6) implanted: (B)(6) 2023 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the patient reported that the implant didn't work and they are still in pain. Pt stated that their ins was turned on about 7 days after it was implanted and they were reprogrammed several times but it never provided them relief. Caller stated that they had an xray done that showed that the leads had migrated but the rep they were working with at the time said that they would be able to work with the leads the way they were. The pt said that they were never able to be reprogrammed and was unable to get the relief they needed so the system was explanted.